Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 309 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 309 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted (lot no. A06689) for female sterilisation. The patient had a medical history of parity 2, gravida ii, dysmenorrhea, menorrhagia and obesity. On 01(B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea (seriousness criterion intervention required). The patient was treated with surgery (total vaginal hysterectomy, left salpingectomy). At the time of the report, the outcome of heavy menstrual bleeding was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: exam: hysterosalpingogram history: evaluate bilateral essure devices. Findings: a total of 3 to 4 cc of isovue 200 was injected under fluoroscopic observation. Endometrial cavity is normal in appearance. Bilateral essure devices are noted. No evidence for breech peritoneal spillage. Bilateral fallopian tubes are occluded. Impression: bilateral fallopian tube occlusion by essure devices. [Pathology test] on (B)(6) 2014: diagnosis: uterus and left fallopian tube, hysterectomy: 1. Endometriosis involving the uterine serosa. 2. Secretory endometrium, negative for atypical hyperplasia and malignancy 3. Cervix, negative for dysplasia and malignancy. 4. Left fallopian tube with no significant histologic abnormality. Specimen source: uterus, left fallopian tube. Clinical information: menorrhagia and dysmenorrhea. Additional findings: the right and left cornu myometrium, there are two elongated, spring-like metallic coils lot number: a06689 manufacture date: 2015-05 expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted (lot no. A06689) for female sterilisation. The patient had a medical history of parity 2, gravida ii, dysmenorrhea, menorrhagia and obesity. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea (seriousness criterion intervention required). The patient was treated with surgery (total vaginal hysterectomy, left salpingectomy). At the time of the report, the outcome of heavy menstrual bleeding was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 41 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: exam: hysterosalpingogram. History: evaluate bilateral essure devices. Findings: a total of 3 to 4 cc of isovue 200 was injected under fluoroscopic observation. Endometrial cavity is normal in appearance. Bilateral essure devices are noted. No evidence for breech peritoneal spillage. Bilateral fallopian tubes are occluded. Impression: bilateral fallopian tube occlusion by essure devices. [Pathology test] on (B)(6) 2014: diagnosis: uterus and left fallopian tube, hysterectomy: endometriosis involving the uterine serosa. Secretory endometrium, negative for atypical hyperplasia and malignancy cervix, negative for dysplasia and malignancy. Left fallopian tube with no significant histologic abnormality. Specimen source: uterus, left fallopian tube. Clinical information: menorrhagia and dysmenorrhea. Additional findings: the right and left cornu myometrium, there are two elongated, spring-like metallic coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:embedded device. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical device removal was updated to menorrhagia, new event added 'dysmenorrhea', reporters, medical history, lab data, patient information, lot no., and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.